Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during basal delivery with multiple cartridges, causing the customer to experience an undefined elevated blood glucose (bg) level with high ketones. The customer administered a correction injection to treat the bg. Reportedly, the customer reverted to an alternate method of insulin therapy